Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the implant procedure that the lead was attempted but not used as the helix could not be extended or retracted after several positioning attempts. The lead was not implanted. No patient complications have been reported as a result of this event.